Event description:
Boston scientific crm received information that this left ventricular (lv) pacing lead exhibited one out of range impedance measurement. All other lead diagnostics were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be monitored via latitude and normal follow-up appointments. The available information suggests this lead remains in service. Should additional information become available this event will be updated.

Event description:
Additional information was received indicating a lead revision procedure was performed. The lead was successfully explanted. A fracture was confirmed via fluoro and visually. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Manufacturer narrative:
--

Event description:
Additional information was received indicating loss of capture was later observed. The lead configuration was changed to ring to right ventricular coil which yielded good threshold measurments. No adverse patient effects were reported.

Event description:
Additional information was received indicating a lead fracture was suspected. The sensing and pacing functions of the lead were programmed off. The patient reported feeling a pain. It was suspected to be due to the daily measurement reading. Daily measurements for the lead were also programmed off. A lead revision procedure was planned for a later date.

Manufacturer narrative:
Records indicate this lead remains in service. This report will be updated should additional information become available.